Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during use that there was a ventilator failure. There was no patient injury reported.

Manufacturer narrative:
The responsible dräger service engineer could confirm the reported issue during on-site checking and the entire motor assembly was replaced, consequently. Also the evaluation of the log file confirms an issue with the ventilator motor on the date of event. The log entries demonstrate that the supervisor function of the software forced a shutdown of automatic ventilation after detecting a stalled motor. This is a safety measure to prevent from mechanical damages to the ventilator unit. The user is alerted to the shutdown of automatic ventilation by a corresponding alarm; manual ventilation remains possible and, the other device functions like gas dosage and monitoring remain unaffected. The motor was provided for investigation and was examined in the laboratory whereby the reported failure could be reproduced. Dräger finally concludes that the device behaved as specified upon the detected deviation; no patient consequences have been reported. The repair exchange of the motor unit has fully solved the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that there was a ventilator failure. There was no patient injury reported.